Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. Trigger point injection was given for pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg site was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. Trigger point injection was given for pain. The patient will undergo a revision procedure.